Event description:
The pt was sent to the floor with an indwelling catheter sheath after a diagnostic catheterization to await an interventional procedure. The sheath was exchanged prior to the interventional procedure, approx eight (8) hours later. A femoral angiogram was performed which confirmed the puncture site to be in the common femoral artery, which was greater than five (5) mm., however, the condition of the vessel was not reported. It was reported the physician successfully closed the arteriotomy using a starclose device. Some tract oozing was reported and femstop was used. Approx two (2) weeks after the procedure, the pt returned to the hospital with leg pain, but was sent home. In 2006, she returned to the hospital complainaing of "leg pain, ecchymosis, tenderness, swelling in her groin, and some bloody discharge." She was admitted and sent to surgery same day "for a cut-down and to have the clip removed." It is unk if any other procedures were done at that time. The pt was discharged a week later and is reported to be doing well. Although requested, no additional info was provided.